Event description:
Per the pulmonic valve replacement multi-discipline (B)(4) (premier) report, during the pulmonic implantation of a sapien valve in a pulmonary conduit (stented), the retroflex3 delivery system balloon ruptured with a circumferential tear and detachment of the distal portion. The detached piece was retrieved with a double snare. The sapien valve was deployed pre-stent causing severe pulmonary regurgitation (pr). A 2nd sapien valve was deployed resolving the pr. The stable patient was discharged to home the next day.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the pulmonic implantation instructions for use (IFU) for the sapien valve, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter pulmonic valve replacement procedure. The IFU instructs the operator to position the sapien completely within any previously placed stents, and notes that placing the bioprosthesis proximal to a stenosis can result in proximal movement of the bioprosthesis. For placement proximal to stenotic lesions, the operator is instructed to ensure that there is sufficient landing zone to allow for proximal movement of the bioprosthesis during deployment. The IFU also instructs the operator to not overinflate the deployment balloon to maintain proper valve leaflet coaptation. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to an inadequate post deployment position of the valve including: residual stenosis within the conduit, improper valve positioning by the operator prior to deployment, poor image intensifier angle, and balloon movement during deployment (e.g. Not retracting the retroflex3 catheter prior to balloon inflation). In this case, the root cause of the reported valve malposition (pre-stent) with subsequent severe pr cannot be confirmed; however, per report the delivery system balloon burst post implantation of the valve. It is possible that the balloon ruptured before full expansion of the valve, which may cause or contribute to the valve landing before the stent, as well as to the inadequate function of the valve. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.